Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of exactamix eva tpn bags were leaking from the middle port. The leaks were observed after removing the bags from the loading cell or while transporting the bags out of the clean room after filling and prior to patient use. There was no patient involvement. No additional information is available.